Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset test, displacement test and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window and a partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer reported that she had a diabetic seizure due to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.